Manufacturer narrative:
Product complaint #: (B)(4). Device evaluation summary: the actual device was returned for analysis. During the visual inspection of the needle, the swage and channel area were as expected and remnant of the suture was noted into the barrel hole. In addition, slight marks on the edge of the needle that appears to be by the use of a surgical instrument could be observed. The suture was not sent. The assignable cause suggest an improper handling of the sample. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? Was the needle retrieved during the same procedure? Was additional tissue incision required to retrieve the needle?

Event description:
It was reported that a patient underwent a cervical cerclage procedure on (B)(6) 2018 and suture was used. During the procedure, the thread of a suture came out of the needle swaging during tensioning of the suture. There were no adverse patient consequences reported. Additional information has been requested.